Event description:
It was reported that the pump touchscreen was flickering and "black strips" were on the display. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.